Manufacturer narrative:
Patient age at the time of event: over 18 years old. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported pericardial effusion occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. Trans esophageal echo (tee) was done prior to the case and measurements were between 23mm-28mm for diameter and the depth was measured at 35mm in multiple views. Trans septal puncture (tsp) was done and 5000 units of heparin was administered after. The patient had prior surgery, so the heart's position was slightly off. This made it very difficult to get the wire into the left upper pulmonary vein (lupv) and to get it in deep enough. The doctors had to make the exchange for the watchman access system (was) in the left atrium and then delivered the pigtail over the wire through the was. While manipulating the was and pigtail, the access through the septum was lost. The doctors had to start all over again by redoing the tsp. They had difficulties recrossing again. They tried numerous techniques to get it across but failed. When they eventually crossed the septum the echo doctor noticed a hematoma on the aorta that was not previously there. This lead to a small pericardial effusion that grew and needed to be drained. The pericardiocentisis was successful but the patient still had to go for surgery to repair the perforation on the aorta. The patient was stable after the surgery.